Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce frontal fluoroscopy. Upon functional testing found that the problem with wired footswitch. Fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.